Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion device turned off without providing an alert/error message and switched to the "quick bolus" feature by itself on (B)(6) 2013. The patient was unable to restart the infusion device. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the up and down buttons are worn down heavily. Therefore, moisture entered the insulin pump and damaged the pump electronics and led to a corroded electrical connector of the buttons. This damage led to electronic errors. The shut-down of the insulin pump and defective up/down buttons are consequence errors of the damaged electronics due to liquid ingress.